Event description:
It was reported that the patient experienced pain in the glans of the penis with the inflatable penile prosthesis (ipp) . The ipp was removed and replaced with a new one. No further complication were reported in relation to this event. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.